Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient was presented in clinic with complaints of palpitations. The patient had undergone a super vena cava dilation with a balloon due to an occlusion. Post procedure, the right ventricular lead exhibited multiple episodes of noise reversion. The noise was reproducible in clinic by pocket manipulation. The patient would continue to be monitored.